Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated optical signal loss, consistent with the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2024-00558. During a pulmonary vein isolation (pvi) procedure, a cardiac perforation occurred which required a pericardiocentesis to stabilize the patient. During the procedure, the contact force display of the catheter was purple without numbers and the contact force could not be reset. The tactisys quartz system was restarted, but the issue remained. A second tactiflex catheter (resterilized) was connected which did not resolve the issue. A third ablation catheter was connected and the issue remained. The physician decided to use the catheter without the contact force information to continue the procedure. At the end of the procedure, the patient became hypotensive and a tte revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.